Event description:
It was reported that the gbp team has performed some test purchases of ethicon products (echelon reload) close to unauthorized distributor, as it was found suspected counterfeit products. Please see the traceability of only one the product, the others doesn't exists.

Manufacturer narrative:
(B)(4). Batch # t43u28. Additional information was requested, and the following was obtained: how was the product purchased? There were listings at the (B)(6) and (B)(6) market monitoring partner has made the purchase to proceed with the investigation. Could you please confirm if the vendor is authorized by (B)(6) ¿ unauthorized distributor. Is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No, the products are suspect of counterfeit. Please provide a picture (if available). Investigation summary: this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # t43u28, exp. Date: 2026-06-30. The t43u28 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standards. Based on the photos reviewed, the counterfeit product is confirmed.